Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a longer length toric model and different power. The replacement lens resolved the problem. Additional information: h3- device evaluation: lens returned dry in a microcentrifuge tube. Visual inspection found optic deformed, haptic deformed/stretched out. Dimensional inspection and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient refractive surprise. The lens exchange for a longer length lens and the problem resolved. The cause of event was reported as unknown.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: d9- is this device available for evaluation: yes. Returned to manufacturer: 18-dec-2025. G3- date received by manufacturer: product evaluation performed on 21-jan-2026. Claim# (B)(4).